Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) is pending. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. As the device was not returned to edwards for analysis, the root cause for stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. No further corrective or preventative actions are required with the available information. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 19mm aortic pericardial valve had a valve-in-valve procedure with a 20mm sapien 3 model 9600tfx valve due to stenosis with a gradient of 93 mmhg after an implant duration of approximately two (2) years and eleven (11) months. The patient tolerated the procedure well without complications. Patient was pregnant at the time of the tavr (normal fetal heart tones post procedure).

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Edwards received additional information through review of an article. A supplemental report was submitted to include additional information received.

Event description:
Through review of the article "not your typical dyspnea of pregnancy: a case report of transcatheter valve-in-valve replacement during pregnancy," by dr. Katherine a. Herbert et. Al published in the international anesthesia research society, it was learned that the severe stenosis was secondary to degeneration. At 24-hour postoperative follow-up, the patient reported improvement with her shortness of breath and denied complications. Four months later, she had a successful, uncomplicated spontaneous vaginal delivery of a healthy male infant.

Manufacturer narrative:
Reference CAPA (B)(4).